Event description:
A report was received that the patient during a routine lead revision the physician opened the midline incision, noted pus and determined that the patient had an infection. The patient was implanted with two systems however only one system was explanted. The physician does not feel that the infection was device or procedure related as the patient is elderly. The patient was administered oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect devices: model #: sc-1110-02, description: precision implantable pulse generator, serial #: (B)(4), model #: sc-8216-50, description: artisan surgical lead, 50cm, serial #: (B)(4).

Event description:
A report was received that the patient during a routine lead revision the physician opened the midline incision, noted pus and determined that the patient had an infection. The patient was implanted with two systems, however, only one system was explanted. The physician does not feel that the infection was device or procedure related as the patient is elderly. The patient was administered oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg (sc-1110-02 / (B)(4)) passed visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibits normal device characteristics. Device evaluation indicated that the paddle lead (sc-8216-70 / (B)(4)) passed visual test performed. No complaints about the functionality of this device were reported. The lead is intact and no parts of it are missing. A review of the manufacturing documentation for the sc-1110-02 ((B)(4)) and sc-8216 ((B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.